Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: battery handpiece device, (B)(6) 2021. Device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not run was not confirmed. Therefore, an assignable root cause for the reported condition was not determined. However, during evaluation, it was determined that the moving parts of the device did not move smoothly which was due to normal wear. It was noted that the problem with loose locking of the handpiece was caused by a confirmed design error, which has been escalated to a CAPA. The assignable root cause resulting from failures identified during evaluation was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device failed visual inspection and the device trigger did not move smoothly. It was determined that the locking knob of the device was loose and the device failed functional test as the saw blade could not be mounted during the assessment. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger, check function of device and check oscillation frequency with frequency meter couldn't be performed. It was noted in the service order that the device did not work anymore while in use with the battery handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.